Event description:
It was reported the scope had cloudy image. No negative impact to the patient reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction in section g3 aware date is april 9,2025. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: the investigation revealed a bent shaft and significant residue in the rod system. The distal solder joint is chemically corroded and leaking. Moisture was found in the rod system. The customer's description of a "cloudy image" can be confirmed. The image appears cloudy and blurred in places. The examination revealed a leak at the distal solder seam, which is due to chemical damage. The leak allowed moisture to penetrate the rod lens system, negatively affecting the image quality. Furthermore, the shaft is slightly bent. The damage found is not due to a manufacturing/production defect but was most likely caused by clinical use/clinical processing. This event is filed under internal complaint ID(B)(4).